Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.(B)(4)

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01929 for a description of the other device. It was reported to boston scientific corporation that two injection gold probe devices were used during hemostasis procedure in the stomach for a gastric bleed. According to the complainant, neither of the injection gold probe devices were providing heat treatment; the heater probes weren't working during the procedure. They were both tested after the event with normal saline, and they still didn't work. The equipment used was tested and were found not to be faulty. The procedure was completed via an argon gas procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.